Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. The following are reported possible batch numbers: batch kke654 mfg date: 9/1/2016, exp date: 8/31/2021. Batch kea866 mfg date: 5/30/2016, exp date: 4/30/2021. Batch mkh785 mfg date: 9/14/2018, exp date: 8/31/2023. In addition, a review of the batch manufacturing records for the possible batch numbers kke654, kea866, mkh785 was conducted and the batches met all finished goods release criteria. Investigation summary: an unopened sample of product code 8434, lot # kke654 was returned for analysis. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance pull off suture needle was found, and the tested sample met the finished goods requirements. Unopened samples of product code 8434, lot # kea866 were returned for analysis. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, no performance pull off - suture needle was found, and the tested samples met the finished goods requirements. Unopened samples of product code 8434, lot # mkh785 were returned for analysis. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, no performance pull off - suture needle was found, and the tested samples met the finished goods requirements.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used for wound closure. During the procedure, the doctor was using suture to close an abdominal incision and the needle came off of the suture, prematurely. The doctor used another suture to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.